Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and flail posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During the deployment sequence of the second mitraclip, excessive force was applied to the delivery catheter handle, resulting in abrupt forward movement of the clip toward the apex of the heart and subsequent contact with the previously deployed xtw clip. This interaction resulted in single leaflet device attachment (slda) of the first mitraclip xtw from the anterior leaflet. The second clip, however, was successfully implanted. Two additional mitraclips was subsequently deployed to stabilize the slda clip. The mr was reduced to grade 2 post procedure. There was no clinically significant delay reported.